Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer would change the cartridge, infusion set and site and deliver the remainder of the bolus. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be determined.